Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had been sick for the last six months and she hasn't slept in a few days and has been falling. She was changing her infusion set and device wouldn't rewind and she fell out of the chair and landed on the device. Customer's blood glucose was 506 mg/dl, treated with manual injection. Customer stated the motor was not moving forward. Customer reported the drive support cap was normal. Self test was performed and device passed. Displacement test was performed. Customer stated she was having high because she was taking steroids for her lungs and she has been stressed. Customer checked blood glucose went up to 510 mg/dl. Customer was assisted with connecting to the device and bloused. No further information reported.